Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient reported three cassettes caused all three cadd legacy pumps to have a constant beeping alarm. Stated one time no disposable alarm was displayed and the cassette was replaced twice. There was no patient injury reported.

Manufacturer narrative:
Other, other text: no lot number was provided; therefore, device history record review could not be completed. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. Additional information in h6 and h10.